Event description:
It was reported that pump displayed malfunction code malf 0 no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and completed reset with assistance. Malfunction code did not recur customer was advised to continue using the pump.